Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information requested: what is current patient¿s condition? What distance from the pectinate line are the staples? From what site is the bleeding source? Was intervention necessary for the bleeding? If yes, please elaborate?

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury, and is being updated a malfunction.

Event description:
It was reported after a hemorrhoidectomy procedure, the patient returned for a post-operative visit. The patient complained of pain and trouble evacuating. The surgeon also reported potential bleeding at the site. It was believed the surgeon prescribed suppositories for the patient. No additional information was available at the time of the call. One device was discarded.